Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. Troubleshooting options were discussed. At this time, this product remains in service and no adverse patient effects have been reported.